Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory. The initial sample was rerun on the same instrument and the result was within the risk stratification range. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
Two level qc was analyzed pre and post the event. Both instances level 1 qc was out of specification. Upon repeat the level 1 was within customer's specification. Service was not dispatched. A clear root cause can not be determined for this event.